Manufacturer narrative:
Clarification to d6a. Implant date: 2015 was reported. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported "intracapsular rupture". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional then reported "disintegration of the capsule", "prosthesis cover", "gel leak" and capsular contracture baker grade iii. This record is for the left side. Device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.